Event description:
It was reported that the patient presented to the emergency room with chest pain and dizziness. It was noted that there were some occasions where the patient felt electrical shocks in the area where the surgery was performed. An x-ray was performed, and a procedure was performed to address the issue with the device. Further information was requested, however, was not provided.